Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Eng eval completed on 22 mar 2019 by mb. The broken impaction plate appears consistent with crack initiation, propagation, and ultimate fracture of the impaction plate. The broken weld appears consistent with forcibly detaching the handle from the impactor body, likely during cleaning, which broke the weld at the junction between the two components. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the lpi locking femoral impactor has been in the field since 2005. Exactech is aware of 16 similar complaint reports involving 17 femoral impactor handles since 2008. The frequency of occurrence ranking scale is "very low". Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is aware of 2 other complaints involving parts from this manufacturing lot of 52 units, which has been in the field since 2013. The device history record for this locking femoral impactor was reviewed. One part was rejected from this lot for an unrelated issue. All other parts were accepted with conformance to the device specifications, and the material certification for the radel impaction plate was reviewed. Therefore, this issue does not appear to be manufacturing-related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken impactor face reported in experience c2018-546 was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. The broken weld was likely the result of unauthorized disassembly of the device during cleaning. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. There was a delay to surgery with no adverse event to the patient. An investigation was conducted; the broken impactor face reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. The broken weld was likely the result of unauthorized disassembly of the device during cleaning.

Event description:
It was reported from the us that during an orthopedic surgery the impactor handle broke. While the surgeon was impacting the femoral trial, the plastic piece of the impactor broke off the femoral impactor. The surgery went fine the impactors were switched out. The patient's health was stable leaving the or. Agent was present at time of surgery. There was a brief delay to surgery while the impactor was replaced, no adverse event to patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.